Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stent treatment procedure, stent movement and stent damage occurred. The target lesion was located in the right coronary artery (rca). The unknown size ion stent was deployed and upon removal of the balloon the stent moved and was shortened. No further patient complications were reported and the patient status is ok.